Manufacturer narrative:
Exact date unknown, event occured before the procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16339533. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 15848687/16536640.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.